Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. The analyst noted the full lead was returned with the helix extended. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with chest pain and pleural effusion. Rising and high thresholds were noted on the right atrial (ra) lead. The lead dislodged causing a perforation. Pericardiocentesis was performed and followed by a subxyphoid pericardial window during the explant and replacement of the lead to monitor bleeding. No further patient complications have been reported as a result of this event.